Event description:
Patient's pd nurse called tech support indicating that the patient advised her nephrologist that her cycler "is not working" and "it's not draining." The nephrologist would not release the patient from the hospital until she receives a replacement cycler. On (B)(6) 2012 patient was admitted to the hospital with a principle diagnosis of peritoneal dialysis catheter mechanical complication and active problems of hypertension. Patient complained of nausea and vomiting. Patient reported to the doctor that her "machine has been malfunctioning" (not draining fluid properly) and has not received treatment in three days. On (B)(6) 2012 patient discharged with diagnosis including "malfunctioning pd machine". Pd nurse has stated that the patient is non-compliant with medications, treatments, and misses multiple medical appointments.

Manufacturer narrative:
Treatment data reviewed from the cycler. Ccpd treatments were being performed for a week prior to the hospitalization except for (B)(6) 2012 when no treatment was started. Patient would bypass multiple phases and perform stat drains during the treatment for unknown reasons. The data shows that the cycler drained as designed and total treatment ultrafiltration was positive. Patient reported to her doctor that the cycler was not working and not draining her completely. Device evaluation anticipated upon return to manufacturer. (B)(4).